Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019. Fse (field service engineer) evaluated the ventilator and confirmed the reported problem. Fse replaced the front bezel and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
It was reported that the navigation ring malfunctioned. There was no patient involvement.